Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 37751, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient was trying to charge the implantable neurostimulator (ins) last night and kept getting the ¿thermometer¿ icon on the recharger (insr). The manufacturer representative (rep) was reportedly working with the patient the day of the current report to reprogram and activate the sensor, and it still showed the thermometer icon on the insr. The patient had not noticed any other error codes on the insr. The reprogramming was not due to any problems, the patient just wanted more coverage in the left leg than in the right and it was taken care of. The thermometer icon was seen right away after the recharge session was initiated. The patient was not charging under clothing and the insr had not been in the heat/sun. The ins was reportedly down to ¼ and they needed overnight delivery. Additional information received reported the patient added a layer of insulating material between the antenna and skin and was still getting the ¿temp too hot¿ sensor. It was noted the recharger issue had a sudden onset. It was noted that the day before yesterday the patient had the adaptive stim programmed. It was noted the night before the patient got the settings programmed, the thermometer turned on when the patient was charging and it ¿gave patient a little juice (had ¼ of battery).¿ the patient tried to charge again the next morning and the thermometer was on again. The thermometer was reportedly coming up right away. It was reported there was not a code appearing. The patient reportedly received a replacement recharger antenna and still had issues with the temperature screen coming up and ¿shuts off the machine.¿ the patient turned on the machine with the ¿other little programmer¿ and ¿thought someone was going to do a screening and was looking at the temp thing and it wasn¿t doing anything.¿ the patient had been charging herself and doing ¿real good¿ and all of a sudden it ¿just didn¿t want to work.¿ the recharger had not been dropped. It was noted when the patient charged it up it charged ¿very little¿ and then started warming up. It was reported the patient experienced a warm sensation in or around the ins pocket during recharging. It was noted the implant was warming up and the patient did not like it and was scared. The patient had not had any issues with the ins warming up since she was implanted in (B)(6) 2014. The patient reportedly went to the mall last saturday and went through electronic security things and had notified her health care provider (hcp). No falls or trauma since the ins was replaced in (B)(6) 2014. Additional information received reported the patient received the replacement recharger and it resolved her issue with the temp sensor coming up right away. Of note: analysis of the recharger found no anomaly.